Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the tubing on the syringe pump did not have a good seal. The tubing was clipped back and reseated on the fitting to resolve the reported issue. Additionally zip ties were also placed on all pump fittings as a proactive measure. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained leak inside of the ichem velocity automated urine chemistry system and control failures (multiple analytes) with false low results. Erroneous patient results were not reported out of the lab and there was no change or effect to patient treatment in connection to the event. The operator was wearing personal protection equipment at the time of the event. There was no exposure to mucuous membranes or open wounds, nor did he seek medical attention.